Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. Customer stated that the blood glucose was 41 mg/dl at the time of incident and other was 53 mg/dl. Customer stated that the low blood glucose was treated with the drink and food. Customer was not feeling well related to low blood glucose. It was unknown if the customer had been using insulin pump within 48 hours of low blood glucose event. It was unknown if the auto mode smart guard feature was active at the time of incident. Customer also stated that customer reconnected to insulin pump and blood glucose had risen 305 mg/dl after waking up. Customer reported that the insulin pump will not be returned for analysis.